Event description:
This rv lead was implanted on (B)(6) 2008 and still remains implanted at this lime. In a product experience report received on 04/12/2018 it was noted that the lead exhibited high out of range pace impedance measurements. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).